Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead under complaint was found severed torn. Only medial part of approx. 42 cm length was received for analysis. A proximal part including the serial number and a distal part including the lead tip were missing. It is reasonable to assume that the lead was cut during the surgery mentioned in the complaint description. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuts in the insulation and deformations of the outer and inner conductor coils which occurred most likely due to tensile forces applied during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
The subclavian vein is occluded so all three leads were removed so new ones could be implanted. The patient's OEM lv lead had dislodged and that is when the occlusion was noted. There are no complaints with either the ra or rv leads and no adverse patient side effects from this procedure.